Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and calcified artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the distal part of the balloon ruptured upon first inflation at 6atm. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.